Event description:
An attempt was made to deploy a 2.5 mm diameter x 18 mm length endeavor sprint over the wire (otw) drug eluting coronary stent into a pt. However, it was reported that the relevant stent dislodged in vivo. The physician made attempts to grab the dislodged stent with a balloon, however, unsuccessful. The physician inserted a 3.0 mm x 15 mm endeavor stent and deployed it over the dislodged stent and implanted it into the vessel. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (no root cause of the event can be determined based on information available) and (stent dislodgement). Evaluation summary: the balloon folds were partially opened, there was no stent on the balloon. Crimp impressions were evident along the balloon working length.